Manufacturer narrative:
Update to h6. After further investigation, it has been determined that the investigatoin involved testing of the actual/suspected device, analysis of production records, and trend analysis. The investigation found no device problem and the cause was traced user perception as the reason for the reported reduced sharpness. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the provider was unable to complete debridement due to the ineffectiveness/dullness of the curette in removing tissue.

Manufacturer narrative:
It was reported that the provider was unable to complete debridement due to the ineffectiveness/dullness of the curette in removing tissue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.